Manufacturer narrative:
Continuation of d10: product ID: 37712, serial# (B)(6), implanted: (B)(6) 2010, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient says ins depleted before the eos date but doesn't remember what year. They said "in (B)(6) 2012 they did a disc replacement and after that I barely used the stimulator and then like 3 years later it died". Pt said healthcare provider (hcp) and reps "looked at the battery and tried to revive the battery but it wouldn't hold the charge and they told me I can either replace it or take it out". Pt says hcp told them to keep the ins in and it wouldn't harm them. Pt wants to know "how do I know for sure it will not hurt me; it doesn't hurt me except when I sleep the battery kind of pulls on my skin and that bothers me". Reviewed that it is not likely to be harmful to leave ins implanted, but there is no definitive data to confirm this 100 percent. Pt says they might have the ins explanted and might want to have the device analyzed. Reviewed that hcp would need to contact rep before the surgery to arrange this. Provided implanting hcp name and phone number to patient and redirected to their healthcare provider to further address the issue.